Event description:
It was reported that a pacing dependent patient presented to the cardiac care unit after experiencing syncopal episodes. Upon review, there was loss of capture noted and the patient complained of presyncope and syncope symptoms. Programming changes were made to resolve the issue. The patient was stable following the changes.